Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. It was noted that the observed noise had appeared lead related, and not attributed to environmental factors. All other measurements were within range. According to lead trends, the patient has become pacer dependent. Technical services (ts) recommended bringing in the patient for further lead evaluation. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).